Event description:
(B)(4) study. It was reported that death occurred. On (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de-novo bifurcated lesion located in the mid left anterior descending (lad) artery with 95% stenosis and was 10 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with pre-dilatation and placement of a 4.00 mm x 16 mm ion stent. Following post dilatation, residual stenosis was 10%. Two days post-procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient died. The death was unwitnessed and the cause of death was unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that secondary causes of patient's death are probable myocardial infaction (mi), coronary artery disease and hypertension.

Manufacturer narrative:
Death date - corrected from (B)(6) 2014. Event date - corrected from (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that as per death certificate, the cause of death was sudden cardiac death.